Event description:
It was reported that balloon rupture, shaft break, removal difficulties occurred resulting to additional intervention. The >90% severely stenosed target lesion was located in distal femoral vein near popliteal artery. A 7.0 x 200, 135cm mustang balloon catheter was advanced for dilatation. First inflation left severe residual stenosis intact. However, during the second inflation at 20 atmospheres in 2 minutes, the balloon ruptured and was failed to be withdrawn from stenotic area despite of multiple attempts. Achieved second retrograde common femoral access and successfully snared the balloon. During removal attempt, the balloon was separated, and the distal half was removed via common femoral vein access and the proximal shaft was removed via anterior tibial vein access. The remaining ro marker band was removed from wire with a snare via anterior tibial vein access. The procedure was completed with a non-bsc device and no patient complications were reported.

Manufacturer narrative:
Lot number: 26017859, could not be found in company computer system.

Manufacturer narrative:
H6: impact codes - corrected from additional surgery to unexpected medical intervention. D4. Lot number: 26017859, could not be found in company computer system.

Event description:
It was reported that balloon rupture, shaft break, removal difficulties occurred resulting to additional intervention. The >90% severely stenosed target lesion was located in distal femoral vein near popliteal artery. A 7.0 x 200, 135cm mustang balloon catheter was advanced for dilatation. First inflation left severe residual stenosis intact. However, during the second inflation at 20 atmospheres in 2 minutes, the balloon ruptured and was failed to be withdrawn from stenotic area despite of multiple attempts. Achieved second retrograde common femoral access and successfully snared the balloon. During removal attempt, the balloon was separated, and the distal half was removed via common femoral vein access and the proximal shaft was removed via anterior tibial vein access. The remaining ro marker band was removed from wire with a snare via anterior tibial vein access. The procedure was completed with a non-bsc device and no patient complications were reported.